Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the new external device is a piece of junk and they would rather have the old external devices back. Patient stated they were having a lot of trouble with the new handset and communicator and they were not able to connect to the implant. Patient stated they want the old pp to work with the new implant. Patient reported they have to turn the therapy down so low that they can't tell if the therapy is on or not. Patent stated the new implant is not doing justice and something is not right because they are not getting relief with the new implant. Patient stated something changed with the new implant. Patient stated they will contact local rep to meet with them. Patient stated the old ins was much better than the new ins and if they knew what the new ins and external devices would be they would not have gotten the implant. Patient stated with their old ins they went from six medication to three medication. Patient stated they are frustrated with the implant and the external devices. Patient stated mdt did not do their due diligence to understand what works for patients or what does not. Patient stated they have to carry two devices, charging each device with multiple cords and they can't carry them in their pocket like the old pp. Agent asked patient if they spoke with the healthcare provider ofc about the issue and patient said no, they talked with the nurse 2-3 weeks ago and they are still trying to dial the therapy in. Agent offered to reviewed how to use external devices and patient said they did not need to review. Patient service reviewed the external devices are not compatible with the old implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm91scs (serial: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# unknown implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they meet with the patient three weeks ago to change some of his parameters. The patients main issue is that he does not like the newer technology and states that is much harder to use then the system he had previously. Cause of not getting relief was not determined.